Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated that after dosing herself with insulin based off the cgm, she lost consciousness while walking to her car and family member brought her to the hospital. Patient underwent an EKG and lab work at the hospital where she was admitted and was provided with food and juice. No additional event or patient information is available. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.